Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 183002, vanguard femoral left, lot # 460210; catalog #: 141210, biomet maxim primary tibial tray, lot # 806940; catalog #: 184782, series a patella peg, lot # 054040; catalog #: 141310, biomet I-beam stem, lot # 105650. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07499, 07501, 07502, 07503. Product location unknown.

Event description:
It was reported that a patient underwent primary total knee arthroplasty approximately 10 years ago. Subsequently, the patient was noted to have pitted edema occurring on an unknown date.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. The device history records were reviewed identified no deviations or anomalies. No medical records were provided. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.